Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02560 & 02561).

Event description:
It was reported that the patient had an initial right hip arthroplasty (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 due to elevated metal ion levels. The patient was converted to a dual articulation hip.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It was reported that a patient was revised approximately 7 year post initial implantation due to pain elevated metal ion levels, metallosis, and osteolysis. It was noted that there was a significant amount of fibrous, dark colored material around the hip joint. The physician stated that this appeared to be a metalloid reaction. After the removal of the metalloid there was an apparent pseudotumor. He also noted that there was a small defect in the anterior acetabulum next to the cup. The stem and acetabular component were well fixed. Attempts have been made and no further information is available at this time.